Event description:
Patient representative reported ¿pain, suppuration in the right breast, diagnosis phlegmon in the right breast that opened¿, ¿fluid in the right breast¿, ¿purulent discharge. Inflammation, swelling and pain¿, ¿discharge and pain in the right breast. Ultrasound showed signs of mastitis on the right, phlegmon and swelling of the breast tissue¿, ¿ultrasound showed fluid, asymmetrical breasts, device dislocation¿, ¿deformation of right device, rippling, suspected rupture¿ the device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "infection" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, seroma-late and rupture.